Event description:
It was reported that there was a latch lock issue. There was unknown patient involvement. The device evaluation found a damaged latch lock sensor.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the latch lock sensor was the root cause. The latch lock sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.